Event description:
The customer reported that during a therapeutic infusion of investigation product (ip) with monoclonal antibody, the pump had a higher residual than normal. The event occurred at 11:21 am on thursday, (B)(6) 2020. The intended programming was for a rate of 12.8 ml/hour with a vtbi of 41 ml over 2 hours, 24 minutes. The medication was IV piggy backed into the primary channel a. Following the completion of the therapeutic infusion, actinium was notified that clinical staff noted a residual drug product volume of more than 2 cc (by visual estimation), and residual activity of 202 mci from the vial and tubing. The fill volume of the therapeutic dose vial was 43ml, +/- 1ml and total volume to be infused is 41ml. The clinical staff was concerned about excess residual volume > 2ml. No patient harm reported.

Manufacturer narrative:
Sample inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male iui is in poor condition where multiple isolation ribs are damaged. Both iui¿s have dried fluid on all pins. Log analysis results: the pcu event was powered up on (B)(6) 2020 at 11:11:41 am where a same patient was selected. The customers dataset had only one profile ¿iomab-b sierra¿. Pump module (sn: (B)(6)) was selected and programmed drug ID 2 (iomab-b therapeutic). The following programming was input: drug amount 23.9 mg, diluent volume 41 ml, the calculated concentration 0.583 mg/ml, rate of 12.8 ml/h. The calculated duration of the infusion was 3 hours and 12 minutes. The infusion was immediately delayed for approximately 55 minutes using the device delay feature. At 2:17:14 pm the device was selected, and the infusion was started. Starting the infusion cancelled the delay approximately 30 seconds before the delay was completed. Between 2:17:40 pm and 5:04:23 pm there were 31 occlusion alarms, the first alarm was a patient side occlusion. The 30 other occlusion alarms after were for fluid side. At 5:42:15 pm the pump module reached kvo after a calculated duration of approximately 3 hours and 14 minutes. The calculated volume infused was 41 ml. The device was selected and the vtbi was increased to 12.8 and restarted. The infusion ran for approximately 1 more hour and was then shut off with a final volume infused of 51 ml. Test results: functional testing consisting of asm rate accuracy testing and occlusion testing performed on the source pump module was found to be operating in specification. Test methods: n/a, no test method is required. Device history review: a review of the device history record in sap for (s/n: (B)(6)) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module was thoroughly tested and inspected; no fault was found. The customer¿s stated issue of pump had residual volume was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of residual volume. The customer reported the infusion was programmed at a rate of 12.8 ml/h with a vtbi of 41 ml and that the infusion was expected to take 2 hours and 24 minutes. However, with the reported rate and vtbi the infusion should have had a duration of 3 hours and 12 minutes. During the reported infusion timeframe there was also approximately 10 and a half minutes of occlusion alarms. Functional testing consisting of rate accuracy testing and occlusion testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The pump module was in use during treatment.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4).

Event description:
The customer reported that during a therapeutic infusion of investigation product (ip) with monoclonal antibody, the pump had a higher residual than normal. The event occurred at 11:21 am on thursday, (B)(6) 2020. The intended programming was for a rate of 12.8 ml/hour with a vtbi of 41 ml over 2 hours, 24 minutes. The medication was IV piggy backed into the primary channel a. Following the completion of the therapeutic infusion, actinium was notified that clinical staff noted a residual drug product volume of more than 2 cc (by visual estimation), and residual activity of 202 mci from the vial and tubing. The fill volume of the therapeutic dose vial was 43ml, +/- 1ml and total volume to be infused is 41ml. The clinical staff was concerned about excess residual volume > 2ml. No patient harm reported.